Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that, when the patient first received their handset, they had to charge it once a day but sometimes they had to charge it twice a day and sometimes more, otherwise the handset would die before the next bolus. Sometimes the handset was slow, locked them out and they weren't getting a bolus. The reported stated that it took "forever" to deliver the bolus. Patient services clarified and the reporter confirmed that the handset lagged at 90%. During the call to patient services, the reporter stated that they did not have the handset with them. Patient services reviewed data and provided steps for deleting data. Patient services provided the healthcare information technology (hcit) number for the handset charging issue. The reporter stated that the lagging issue had been ongoing for months, since january 2025. The reporter planned to call back if they needed further assistance.